Manufacturer narrative:
The baxter technician found the CPR cable needed to be replaced. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the handles, brackets, and cables. Make sure that they are in good condition and secured to the bed. Make sure that the bracket and assembly are not bent or damaged. Make sure that the cable is not corroded. Replace or repair parts as necessary. Make sure that the screws are installed and fully tightened. Replace or tighten the screws as necessary. Fully raise the head section, then activate one of the CPR releases. Make sure that the head section lowers. Adjust the CPR cable as necessary. Do the same test on the other side of the bed. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in apr 18, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR cable to resolve the reported event. Based on this information, no further action is required.

Event description:
On 28-jan-2026, a company representative - service personnel contacted technical service to report that care assist es155/255/455 (product code p1170g0000154, serial number (B)(6), had CPR function not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.